Event description:
Reporter alleged blood glucose measured 320 mg/dl back to back with a result of 48 mg/dl, when testing was performed 7 mins apart. No actions were taken or treatment received reportedly as a result. A request was made for the return of the suspect device and replacement product was sent.